Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting is-1 and df-1 leads into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during implant the right ventricular (rv) lead would not fit into the pace/sense portion of the header, despite trying mineral oil. Thus, the physician requested a different device. The implant was then completed successfully. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.